Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, chest pain, pain, depression, malaise, deformity/disfigurement, breast discomfort/pain.

Event description:
Patient reported left side implant ¿have fused to my skin and muscle," "recall," "pain in my chest and shoulder," "depression," "malaise," "deformity/disfigurement," and "rupture." Device remains implanted.